Event description:
The pt was implanted with a siltex saline mammary prosthesis on 5/16/95. Subsequently, the pt experienced a deflation of the device, capsular contracture and pain. The device was removed on 7/3/98.